Manufacturer narrative:
Two (2) actual samples were returned for evaluation. Visual inspection was performed and noted the leak at port tubing cap. Functional leak testing was performed by filling the bag with water and a leak was noted at the spike port cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva tpn bag had leaked. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.